Event description:
Event verbatim [preferred term] deaths due to liver failure after pse using gelfoam particles for 6 week [hepatic failure], deaths due to pneumonia after pse using gelfoam particles for 6 week [pneumonia], deaths due to septicopyemia after pse using gelfoam particles for 6 week [sepsis], deaths due to abscess after pse using gelfoam particles for 6 week [abscess], gelfoam for partial splenic embolization [off label use], gelfoam for partial splenic embolization [device use issue], , narrative: this is a literature report for the following literature source(s): "severe complications from partial splenic embolization in patients with liver failure", br j radiol, 1981; vol:54, pgs:492-495. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for 6 weeks for splenic artery embolisation. The patient's relevant medical history included: "partial splenic embolization" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: hepatic failure (death, medically significant), outcome "fatal", described as "deaths due to liver failure after pse using gelfoam particles for 6 week"; pneumonia (death, medically significant), outcome "fatal", described as "deaths due to pneumonia after pse using gelfoam particles for 6 week"; sepsis (death, medically significant), outcome "fatal", described as "deaths due to septicopyemia after pse using gelfoam particles for 6 week"; abscess (death, medically significant), outcome "fatal", described as "deaths due to abscess after pse using gelfoam particles for 6 week"; off label use (death, medically significant), device use issue (death, medically significant), outcome "fatal" and all described as "gelfoam for partial splenic embolization". The action taken for absorbable gelatin was unknown. The patient date of death was unknown. Reported cause of death: "deaths due to liver failure after pse using gelfoam particles for 6 week", "deaths due to pneumonia after pse using gelfoam particles for 6 week", "deaths due to septicopyemia after pse using gelfoam particles for 6 week", "deaths due to abscess after pse using gelfoam particles for 6 week", "gelfoam for partial splenic embolization". It was not reported if an autopsy was performed. Investigation result received on 05jun2023. UDI-(if appl): (B)(4). Qa review & rationale:the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was intravascular application (embolization procedure) ((B)(4)) and the worst-case severity was s3. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. The complaint and its classification have been reviewed and it was determined that our containment action is a notification to management. A full investigation will be performed. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled,stored, or used after leaving the kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action:investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion:the complaint for 'the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Scope of compl. Investigation : the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Process control evaluation:existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Aprr review:a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Medical device trend analysis:the complaint history for products with the product category defined as "absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used:-product category: absorbable material, delivery system, topical-time period: 26apr2020 - 26apr2023-complaint class: product use attributes-investigating site: pfizer kdpuse of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of "product use attributes". There were four months (april 2020, september 2020, march 2021, and april 2023) that included a higher-than-normal number of complaints (4, 4, 7, and 9, respectively). A review of the previously completed complaint investigations determined that the reported defects were not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and "lack of effect." There were three months (april, september 2020, april 2023) that included a higher-than-normal number of complaints (4, 4, and 9, respectively).a review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed, or process related. No trend was observed that would require further investigation. Medical device component trend:a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. No follow-up attempts are possible. No further information is expected. Follow-up (05jun2023): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible. No further information is expected., comment: based on available information, a possible contributory role of the subject product, absorbable gelatin (gelfoam), cannot be excluded for the liver failure and other reported events due to temporal relationship. However, the reported event may possibly represent intercurrent medical conditions in this patient. There is limited information provided in this report. Additional information is needed to better assess the case, including complete medical history, diagnostics, counteractive treatment measures and concomitant medications. The follow-up information received does not alter the previous company clinical evaluation. This case will be reassessed once additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Qa review & rationale:the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was intravascular application (embolization procedure) ((B)(4)) and the worst-case severity was s3. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. The complaint and its classification have been reviewed and it was determined that our containment action is a notification to management. A full investigation will be performed. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. The investigation will include a review of complaints with known batch numbers determined to be within scope. Summary of investigation: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled,stored, or used after leaving the kalamazoo site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action:investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion:the complaint for 'the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Scope of compl. Investigation : the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Process control evaluation:existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Aprr review:a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Medical device trend analysis:the complaint history for products with the product category defined as "absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used:-product category: absorbable material, delivery system, topical-time period: 26apr2020 - 26apr2023-complaint class: product use attributes-investigating site: pfizer kdpuse of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of "product use attributes". There were four months (april 2020, september 2020, march 2021, and april 2023) that included a higher-than-normal number of complaints (4, 4, 7, and 9, respectively). A review of the previously completed complaint investigations determined that the reported defects were not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and "lack of effect." There were three months (april, september 2020, april 2023) that included a higher-than-normal number of complaints (4, 4, and 9, respectively).a review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed, or process related. No trend was observed that would require further investigation. Medical device component trend:a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown.

Event description:
Event verbatim [preferred term]. Deaths due to liver failure after pse using gelfoam particles for 6 week [hepatic failure], deaths due to pneumonia after pse using gelfoam particles for 6 week [pneumonia], deaths due to septicopyemia after pse using gelfoam particles for 6 week [sepsis], deaths due to abscess after pse using gelfoam particles for 6 week [abscess], gelfoam for partial splenic embolization [off label use], , narrative: this is a literature report for the following literature source(s): "severe complications from partial splenic embolization in patients with liver failure", br j radiol, 1981; vol:54, pgs:492-495. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for 6 weeks for splenic artery embolisation. The patient's relevant medical history included: "partial splenic embolization" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: hepatic failure (death, medically significant), outcome "fatal", described as "deaths due to liver failure after pse using gelfoam particles for 6 week"; pneumonia (death, medically significant), outcome "fatal", described as "deaths due to pneumonia after pse using gelfoam particles for 6 week"; sepsis (death, medically significant), outcome "fatal", described as "deaths due to septicopyemia after pse using gelfoam particles for 6 week"; abscess (death, medically significant), outcome "fatal", described as "deaths due to abscess after pse using gelfoam particles for 6 week"; off label use (death, medically significant), outcome "fatal", described as "gelfoam for partial splenic embolization". The action taken for absorbable gelatin was unknown. The patient date of death was unknown. Reported cause of death: "deaths due to liver failure after pse using gelfoam particles for 6 week", "deaths due to pneumonia after pse using gelfoam particles for 6 week", "deaths due to septicopyemia after pse using gelfoam particles for 6 week", "deaths due to abscess after pse using gelfoam particles for 6 week", "off label use in unapproved indication". It was not reported if an autopsy was performed. No follow-up attempts are possible. No further information is expected., comment: based on available information, a possible contributory role of the subject product, absorbable gelatin (gelfoam), cannot be excluded for the liver failure and other reported events due to temporal relationship. However, the reported event may possibly represent intercurrent medical conditions in this patient. There is limited information provided in this report. Additional information is needed to better assess the case, including complete medical history, diagnostics, counteractive treatment measures and concomitant medications. This case will be reassessed once additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.